Event description:
High impedance was observed during a periodic programming history review. No known surgical intervention has occurred to date. No other relevant information has been received to date.